Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) does not recommend implant and that field representative need to send in engineering files for analysis and potential release for implant. The device was never in service. There was no patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the memory log has been reviewed and found that the battery fault was a battery system fault with low voltage. The battery fault recorded a measured battery voltage of 2.859v. The cause of the fault likely due to exposure to cold temperatures. Battery has recovered. The laboratory was unable to prove due to pulse generator (pg) capable of only saving daily data for one year before overwriting with new data.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) does not recommend implant and that field representative need to send in engineering files for analysis and potential release for implant. The device was never in service. There was no patient involvement. Additional information was received indicating that the device was returned to the laboratory and was analyzed.